Manufacturer narrative:
Device received with critical pump error (open book) due to main download timeout or external flash crc test. Unable to determine the root cause, problem isolated to electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a critical pump error. The customer¿s blood glucose level was 98 mg/dl. Troubleshooting was performed for critical pump error. The insulin pump will be returned for analysis.